Manufacturer narrative:
The returned bone screw was examined by an outside laboratory. The analysis performed (macrographic, metallographic, fractographic, hardness examination) did not evidence any anomalies in the bone screw microstructural material composition. The observation of the fracture morphology indicates that the bone screw broke due to torsional overload. Unfortunately, no further information is available to draw additional conclusions. On the basis of the above analysis, the screw breakage is attributable to its conditions of use. To ensure a correct insertion procedure, please refer to the orthofix instructions leaflet for external fixation (pq exf).

Event description:
During insertion of an orthofix bone screw into the patient's bone, the screw broke and a portion of it was left in the patient's body. No further information is available about this event.